Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Engineering analysis showed that the battery diagnostic data indicated that the power consumption of this device was increasing and is expected to continue to increase. A device replacement was then suggested. To date, the device remains implanted. No adverse patient effects were reported.